Event description:
Ventilator mode changed from aprv (airway pressure release ventilation) to pcv (pressure controlled ventilation) and vent alarmed. Vent sounded like it was still ventilating. The patient was taken off the vent and bagged while another ventilator was brought in.